Event description:
The user reported that the set was noted to be leaking between the tubing and the top of the drip chamber connection approximately 40 minutes into an infusion of maintenance fluid. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was discarded by the customer. No failure investigation could be performed. Lot history record review could not be performed, because no lot number was provided.